Event description:
The report indicated that the user had delivered a meal bolus at breakfast, but three hours later, his bg's were high (350 mg/dl). He was sent home from school and was given insulin by injection to counter the high bg's. The suspect pod was removed and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.